Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor had battery liquid all over the inside of the monitor and would not read new battery charge even after replacing the batteries. The patient was educated on the battery icon and advised that the yellow light indicated the batteries are low. The caller was advised to replace the batteries with new ones. A new monitor was ordered and the patient will return the old monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was returned and analysed. The monitor passed full debug mode test. No defect was found.